Event description:
The reporter e-mailed correlation data. When comparing the device results to the lab, discrepant results were found. The reported device results/lab inr reported were: 7.6/4.34, 7.4/5.61, 4.0/2.90, 1.1/1.65, 1.6/2.40, 2.0/1.28, and 3.2/2.43. No other info was provided.